Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor-service codes(s)/wrench code(s)) was confirmed. Upon investigation the monitor was unable to complete a baseline and failed essential performance testing. The cause of this was a shorted c1 capacitor which also damaged the l1 component. The root cause for the shorted c1 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.